Event description:
It was reported that the customer experienced intermittent issues with insulin cartridges leaking from the cartridge tubing. There was no adverse impact to the customer¿s blood glucose level, as values remained within a safe range. Customer loaded a new cartridge to address the issue.